Event description:
Per mermaid medical complaint (B)(4); 1. Unable to remove specimen. 2. Stylet "rasps" in the needle.

Manufacturer narrative:
Product was analyzed. No sample found in the cannula. Bone fragments found. Improper use of device caused the snare to jam up with bone. Most likely caused by removing the stylet too early (before getting through the cortical bone). Product was scrapped in house. DHR was reviewed, and no indications of non-conforming product was identified that would contribute to this complaint. Stylet being tight was not found to be a defect. Product functioned and measured accordingly. Communicate with mermaid to instruct end-user to ensure that they have made it through the cortical bone before removing the stylet per the IFU. Ranfac will continue to monitor customer complaints to determine if there is any trends related to this complaint. No issues have been found in the last 6 months pertaining to this complaint.